Event description:
No new information.

Manufacturer narrative:
It was confirmed that the nurse suffered a minor injury to the hand. The device was not evaluated and no model or serial number were provided.

Event description:
It was reported that the employee's hand was injured by the IV stand that fell while he was pushing the bed inside the hospital. The injury was not specified. The device is currently pending evaluation and the model and serial number have not yet been provided.